Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lead was explanted and is not in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this lead was explanted due to an infection. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was experiencing an infection. The wound was cleaned and drained. No additional adverse patient effects were reported.